Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the delivery of one onyx frontier coronary drug eluting stent to the lesion in the proximal left anterior descending (lad) artery, the stent caught on the struts of a medtronic corevalve device during delivery and dislodged. The lesion had severe calcification and moderately tortuous. The device was inspected prior to use and negative prep performed was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. The dislodged stent was not removed. It was possible to deploy the stent after the dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the stent dislodged while crossing the medtronic corevalve. There were several lesions. The dislodged stent was not removed, and no attempts were made to remove the stent. The dislodged stent was secured within the vessel using a balloon. The patient is alive. Sections b.1, b.2 and h.2. Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.